Manufacturer narrative:
The insulin pump was unable to prime during the prime test. Unable to perform further testing due to the prime anomaly.

Event description:
It was reported that the insulin pump was giving motor error alarms during the manual prime. It was also reported that there were a33 alarms in the alarm history. In addition, it was reported that the customer was hospitalized with high blood glucose levels and ketones. Nothing further was reported.